Event description:
A high blood glucose level of 505 mg/dl was reported by the customer. The reading was obtained using both a cgm and a bg meter. Cause was not known. To address the issue, the customer utilized a correction bolus through both the pump and manual injection. No further assistance was required, and the customer declined a supplies or system check.